Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This manufacturing record evaluation (mre) review is for sterilization procedure only part: 04.124.213s; lot: l514664; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: august 03, 2017; expiry date: july 01, 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in elmira: part: 04.124.213; lot: h375587; part manufacture date: june 02, 2017; manufacturing location: elmira; part expiration date: n/a; nonconformance noted: n/a. A review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp proximal tibia pl low bend 10 holes/154mm/left product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: lcp proxtibpl 3.5 low bend le 10ho l154 was received at customer quality (cq). Upon visual inspection at cq, it is observed that the device was broken at the fourth hole from the proximal end. The reported complaint condition is confirmed. There are few spots of discoloration on the surface of the device. The remaining portions of the device show no damage. The received condition agrees with the complaint description. Dimensional inspection: dimensional inspection was performed closer to the fracture site as per the. The width of the plate was measured to be within specifications. The thickness of the plate was measured to be within specifications. Document review: the following drawing(s) was reviewed: -3.5mm lcp low blend proximal tibia plate 4-16 holes no design issues or discrepancies were found during this investigation. Mre review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation conclusion: visual inspection and document specification review of the received device was performed at cq. A definitive root cause could not be determined. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; exact date of postoperative plate breakage is unknown. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to a broken locking compression proximal (lcp) tibial plate. Initially, the patient had an open reduction internal fixation (orif) surgery for tibial fracture on (B)(6) 2019. However, on (B)(6) 2019, the plate was noted broken. Thus, a re-operation was performed and the plate was revised with a different plate. Procedure and patient outcome were unknown. It was unknown if there was an adverse event to the patient reported. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 3.5mm ti lcp proximal tibia patel low bend 10 hole. This is report 1 of 1 for complaint (B)(4).